Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 40 mg/dl which was treated with glucose tablets and some carbs with protein. Customer¿s current blood glucose was 198 mg/dl. Customer states that pump was not working properly. Customer mentioned that her active insulin was always 0.0 and that her blood glucose was low as 40 mg/dl. Customer declined helpline assistance. The insulin pump will not be returned for analysis.